Event description:
The lay user/rptr contacted lifescan on behalf of the lay-user/pt alleging that the product display issue of missing segments was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received it. If the lfs product is returned, lifescan will eval it and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.